Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of s5 system shutdown when connected to the main electrical plug-in during a procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: through a follow up communication it was learnt that the unit was connected to the main power sources and that the batteries were 100% charged. Thus, a fault of the mains power can be excluded from possible causes of the event. The serial read-outs of all pumps used during the procedure were provided and analyzed. A can interruption was recorded on all the involved pumps, at the same time. Cause of this interruption can be related to hardware failures leading to a can interruption or to external causes, such as interferences from high frequency devices. Based on current level of information, no service activity has been conducted yet on the machine and therefore there is no evidence of hardware failure. Thus interferences cannot be excluded as root cause of the reported event. As per device instruction for use it is strongly recommended to check the operating theatre and the ambient of the operating theatre for emissions of high frequency emitting devices and to always have connected the potential equalization cable to earth to prevent such interferences. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow-up communication livanova received confirmation the the pump restarted and has been in use since then with no further issue. Thus, the interferences are the most likely root cause of the event and a device malfunction can be ruled out. Reportability decision has been re-evaluated due to pump reset automatically due to hf interferences in the operating room which is not in accordance with the machine instruction for use. If a whatchdog reset occurs, the pump restarts itself after few seconds and this event is not likely to result in serious injury. Therefore, the reported event is being re-assessed as not reportable.

Event description:
See initial report.